Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Results/conclusion: (cause of type iii endoleak is unk); (balloon and another manufacturer's stent may have caused event).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 6.3 cm in diameter x 15 cm in length thoraco-abdominal aneurysm was located in zone 4; there was a right angle curve. The vessel morphology was reported as the thoracic neck was 29 mm in diameter proximally and 19 mm in diameter distally. It was reported that the talent stent graft was implanted distally and that another manufacturer's stent graft was implanted proximally. A talent stent graft was also implanted in the distal side of the previously implanted talent device. The physician modeled the stent grafts with a tri-lobe balloon. There was an unk endoleak which was confirmed by the dsa. The physician suspected it would be type iii junctional leak. Then, a palmaz stent was implanted at the junction area however just after that, the physician noticed a jet leak from around one of the apexes of the second crown of the talent stent graft from the distal end. The physician suspected it would be type iii fabric leak. A home-made stent graft was implanted to cover the fabric damage area and the endoleak was resolved. No additional clinical sequelae were reported and the pt is fine.